Manufacturer narrative:
(B)(4). Insulin pump passed self test. Insulin pump alarmed insulin flow blocked during bolus due to high current motor draw. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Insulin pump received with scratched case and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm. Customer was performed displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.